Event description:
It was reported that left ventricular lead dislodged. It was further reported that the device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor was distorted, there was blood/body fluid on the distal conductor (not obstructed) and there was apparent explant damage.

Event description:
It was reported that left ventricular lead dislodged. The lead will be replaced. No patient complications have been reported as a result of this event.